Event description:
It was reported that the patient failed to recharge the ipg for more than a rear. As such, ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.